Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device disassembled, rendering it inoperable. All pieces were returned except for the wave spring. The device was manufactured in 2018 and exhibits signs of moderate wear/usage. The cross bar screw and mating threaded hole were both found to contain bonding agent on the threads, which indicates the device was assembled correctly during manufacturing. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the center knob on the cutting block broke off into two pieces. No delay was reported and a backup device was available.